Event description:
The customer reported the computer had been reset and logs were downloaded, but everything appears to be encoded. This was reported to have of occurred on (B)(6) 2025. No harm or injury was reported. Philips service personnel spoke with a contact from sleep and respiratory care she stated the customer wanted to know if on the night on (B)(6), the equipment was spontaneously restarted or if it was as a result of someone manipulating the equipment by pressing "new patient". The logs of the equipment were downloaded and sent to "the factory". The event log provided for review showed events dated 19 sept 2024 thru 23 sept 2024. Within this log, there was one instance of an error code that indicates a ventilator inoperative condition due to 3 reboot events occurring within 24 hours. There was an additional non-critical error code noted in the log that indicates the motor controller had proceeded to the shutdown state due to an error with the motor. The trilogy evo was reported to have picked up to be checked at the repair center. Device evaluation has not been completed at this time. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer's service center evaluated the device on 22 may 2025 based on the complaint "you need to know if the computer spontaneously restarted on the night of (B)(6) or if it was the result of someone manipulating the computer by pressing "new patient". The error log was reviewed, and it appeared that the equipment was tampered with. A copy of the log of (B)(6) 2025 was reviewed during evaluation of the reported issue. Device testing was carried out as a review and the filters that were dirty were replaced. Following the testing and verification procedure for the device, the device settings were restored to the factory settings. All the necessary checks have been carried out to certify the restoration to the conditions prior to the reported issue.